Manufacturer narrative:
Eval. Summary: the analysis results found that the device was returned with the right handle broken and the cartridge cover cracked and broken off at the distal end. No functional test could be performed due to the returned condition. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an esophagectomy procedure, device would not fire. Another device was used to complete the case. There was no adverse consequences to the pt.